Event description:
The customer reported that the system would exhibit a physicist discrepancy. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the magnification and the contrast and the brightness on the monitors. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.